Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issue was most likely patient condition related, impella was aborted due to tortuosity and inability to advance this impella in lv as per the clinical description provided.

Event description:
The complainant reported a patient noted with cardiomyopathy was attempted to be implanted with an impella 5.5 device for mechanical circulatory support. During implant procedure, the implant was aborted due to tortuosity and inability to advance this impella in left ventricle (lv). A new impella 5.5 pump was implanted. No patient harm was reported.